Event description:
It has been reported to philips that device displayed error message at start up. The error message indicated the power issue.

Event description:
It has been reported to philips that device displayed error message at start up. The error message indicated the power issue.